Event description:
Abbott diabetic sensor free style libre 3 , is defective and does not provide accurate blood sugar readings and I have fallen, diabetic emergency improper reading sent several back to abbott who told me not to file and FDA complaint as they will take care of the issues all lies here are just a few of the numbers they told me to return to them. 72081-01, 72080-1, 78769-01, t60001948, t60001969 and others. They only sent me one device and that was recalled. I have several abbott libre-3 freestyle sensors all defective and not giving accurate readings. Pt code: 1848. Device code: 1535. Refer to add'l documents in i2k. Ref reports: mw5185508, mw5185509, mw5185510, mw5185511.